Event description:
During odontectomy for impacted teeth, 2 dental burrs were broken. The head of one burr was retrieved but the tip from 2nd burr was not retrieved. Dds to take post-op x-rays in the office. Procedure uneventful and progressed as usual except for the broken burrs.